Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was observed during review of the device's history log. The device passed the testing and internal inspection without duplicating the malfunction. The analog board was replaced as a precaution. The device was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device displayed an "ECG fault 7" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.